Manufacturer narrative:
Device alarmed insulin flow blocked alarms during priming. After further review of the device's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the device, and it failed. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests or verify possible over or under delivery anomaly due to insulin flow blocked alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin. Customer reported that insulin pump had recurring insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.